Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed loss of capture on the pulse generator. An autocapture test was performed and the issue was resolved. The patient was fine.